Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 460 mg/dl. The customer stated that he did not receive any prior warning from the sensor indicating high or low blood glucose. He stated that he was hospitalized for 4 days, noting that he had other issues which caused the high blood glucose levels. He noted that he was wearing the insulin pump when he arrived at the hospital but the reservoir was empty, and he was taken off the insulin pump before being placed on an intravenous drip. He complained of sickness and vomiting. He experienced diabetic ketoacidosis and acid reflux. He added that the insulin pump alarmed bad sensor alert. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-40924.